Event description:
According to the distributor's report, the device was used to close an eyebrow laceration. During application, some of the adhesive contacted the eyelids and glued the eye shut. Ophthalmic ointment was applied, and the pt was referred to an ophthalmologist. The eye was successfully opened. The pt is reported as fine.